Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. Upon removal, the tip appeared to have tissue in it. The physician cut the lead to introduce a guide wire.